Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
It was reported that the system was explanted due to infection. Further information was requested and not available yet. Related manufacturer reference number: 2938836-2019-12176, related manufacturer reference number: 2938836-2019-12177.

Manufacturer narrative:
Analysis was normal. No anomalies were found.